Manufacturer narrative:
(B)(6). (B)(4). The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The user facility reported upon opening, the salivary stone extractor basket would not grab and was not functioning properly. No adverse effects or consequences were reported to the patient due to this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation: the salivary stone extractor basket sseb was not returned for evaluation and no photographs were provided. Without the complaint device, a physical investigation was not able to be completed. A review of the complaint history, the device history record, documentation, and quality control data was conducted. There is no indication that a design or process related failure mode contributed to this event. A review of production and quality documentation did not identify any specific issues with current manufacturing or quality controls that may have contributed to this incident. The device history record was reviewed and observed that there were no non-conformances identified during the manufacturing process that would cause or contribute to the reported issue. A review of complaint history revealed there have been no other complaints associated with the complaint device lot number 7226225. Based on the provided information and the investigation evaluation a definitive root cause for the reported issue could not be determined. Measures have been initiated to address this failure mode. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.